Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in (B)(6) 2010. The patient reported blood glucose results of "169, 285, 282 and 288 mg/dl" with the subject meter. The customer care advocate (cca) was advised the patient manages his diabetes with metformin pills and byetta injections. It is not known what action the patient took at the time of the alleged issue. That same month of the alleged issue, the patient visited his physician's office and was advised to increase his metformin pills (1000 mg 2x a day) and byetta injections (10 mcg 2x a day). A couple weeks after the start of the alleged issue, the patient claimed he felt symptoms of "low sugars." The patient stated he drank juice as treatment and felt better after. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca walked the patient through a control solution test which fell with range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.